Event description:
It was reported that the o-ring was missing and customer confirmed an o-ring was located on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load a new cartridge to resolve the issue. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer drank water and delivered a bolus via the pump to address elevated bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.